Event description:
It was reported that a pump was not charging and did not start even after using different cables and connecting it for an extended period. There was no reported impact on the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.